Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately three months post implant of the implantable cardioverter defibrillator (ICD) it was reported that the electrophysiologist (ep) believes the patient received inappropriate therapy due to af (atrial fibrillation) with rvr (rapid ventricular response) rather than true ventricular tachycardia (vt). The ep reprogrammed the ICD and the ICD remains in use. No further patient complications have been reported as a result of this event.